Manufacturer narrative:
The returned product consisted of the nc emerge. A visual inspection showed multiple kinks along the length of the hypotube shaft. A break was identified at the port exchange with stretching throughout the polymer extrusion and midshaft. Part of a guidewire was returned still inserted, however it could not be removed due to the shaft. Due to the break in the shaft, the balloon pressure could not be maintained. Returned product analysis identified a shaft break, stretching in the midshaft, hypotube kinks and polymer extrusion and while the balloon could be inflated. The device was received in two sections which prevented the accurate testing of the balloons deflation. The device was also used in a manner contraindicated by the instructions for use. It was chosen to treat a lesion in the left lung whereas the nc emerge device is indicated to be used for dilation of the stenotic portion of a coronary artery. Based on the available information and analysis performed, the inability to deflate was due to the stretching observed in the polymer extrusion. Damage of this nature typically occurs while retracting the device or withdrawing it, and the shaft being subjected to excessive tensile force. This damage likely occurred due to usage of the device in a contraindicated manner. The shaft break at the port exchange, kinks and stretching of the midshaft likely occurred due to unintentional force applied to the device trying to remove the un-deflated balloon through the guide catheter. This investigation is assigned a most probable investigation conclusion code of cause linked to intentional off-label, unapproved, or contraindicated use.

Event description:
It was reported that the balloon fractured. An nc emerge was selected for treatment of the target lesion which was 65% stenosed. During the procedure, after deflating the balloon, the physician was unable to get the balloon back into the guide as the balloon would not fully deflate. The shaft of the balloon delivery system then broke 15cm from the distal part. The device was able to be completely removed from the patient by removing the balloon and the guide together, and there were no patient complications.

Event description:
It was reported that the balloon fractured. An nc emerge was selected for treatment of the target lesion which was 65% stenosed. During the procedure, after deflating the balloon, the physician was unable to get the balloon back into the guide as the balloon would not fully deflate. The shaft of the balloon delivery system then broke 15cm from the distal part. The device was able to be completely removed from the patient by removing the balloon and the guide together, and there were no patient complications.